Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions and assisted the customer with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to report any future issues.